Event description:
It was reported that the device exhibited inappropriate measured data. Initial measured battery data was 2.74 v, 8 ua, 2.5 kohms. Final interrogation revealed a measured battery data of 2.31 v, 8 ua, 30.4 kohms. Repeated real time measurements confirmed the 2.31 v reading.